Event description:
Customer noticed tissue diagnostic staining intensity issue using optiview with lot c12186. On subsequent tissue stains per the customer, numerous slides were negative. A visual check of the dispensers revealed that the h2o2 dispenser was empty with tests registered as remaining. At this time the customer has indicated one patient is potentially affected. The manufacturer is inquiring as to what the required run controls indicated for this case.

Manufacturer narrative:
Ventana will continue to remind the customer of required controls and is also investigating the nature of the dispenser seal ("quad seal") from a supplier.